Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed apm transmissions noise on the rv rate egm and data analysis was requested. Data analysis was performed, and boston scientific technical services indicated that there were no artifacts events. There was an alert for shock impedance measurement out of range, measuring at 165 ohms. Recommendations to review pacing capture. The threshold is very high, and it could be a sign of potential loss of capture if current rv output does not have enough safety margin. Troubleshooting steps were recommended to evaluate device/lead integrity and check capture. The patient was seen in-clinic for a follow-up and no abnormal oversensing was noted apart from reported noise at base line level. It seems this noise was due to implanted left ventricular assist device. The plan is to continue close remote follow-up of this patient via latitude website. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed apm transmissions noise on the rv rate egm and data analysis was requested. Data analysis was performed, and boston scientific technical services indicated that there were no artifacts events. There was an alert for shock impedance measurement out of range, measuring at 165 ohms. Recommendations to review pacing capture. The threshold is very high, and it could be a sign of potential loss of capture if current rv output does not have enough safety margin. Troubleshooting steps were recommended to evaluate device/lead integrity and check capture. No adverse patient effects were reported. This device remains in-service.